Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7082036, UDI: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 370828, UDI: (B)(4).

Event description:
It was reported that the patient was not getting enough coverage due to lead migration and there were high impedances in the left spinal cord stimulator (scs) lead. The patient underwent a spinal cord stimulator (scs) replacement procedure, and the patient was doing well post operatively. The explanted products will not be returned due to hospital policy.